Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported difficulty removing piercing pin were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported difficulty removing the piercing pin from the administration port of the solution container. At an unspecified time, the piercing pin of the tubing set was inserted into the administration port of an unspecified solution container and was being used for an epidural delivery of an unspecified medication, at an specified rate, via gemstar pump. After an unspecified length of time, the customer contact reported that when the nurse was replacing the solution inserted container, the piercing pin of the tubing set was difficult to remove from the administration port of the solution container. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects to the nurse. No medical interventions were reported. Though requested, no add'l info was provided.